Event description:
It was reported that the system's images were intermittently dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep replaced other failed parts (hand control) and cleaned and lubricated the cassette filmer, both of which were not related to the reported problem. System is operating as intended.